Manufacturer narrative:
An event of plug completely detached without being released and embolized into pulmonary artery was reported. The investigation confirmed the returned delivery cable met visual and functional specifications when analyzed at abbott. A returned device assessment of plug could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. Abbott is performing further investigation to monitor this issue.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 14m amplatzer vascular plug ii was selected for an implant on (B)(6) 2022 for a portosystemic shunt occlusion. During deployment, the device completely detached without being released, deployed into the portosystemic shunt and embolized to pulmonary artery. Attempts was unsuccessful to removed the device. No clinically significant delay in the procedure was reported however, patient injury was reported. The device is currently implanted and the patient was reported to be in stable condition; home on oxygen therapy.